Event description:
Reporter indicated via a manufacturer's implant card that a vns pt had lead and generator replacement due to a lead discontinuity. The explanted lead and generator have been returned and are currently in product analysis. Review of vns programming history for the pt noted the vns was disabled on the same day the high lead impedance was noted. Attempts for further info are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.